Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 451 mg/dl. The customer¿s other blood glucose level was 281 mg/dl. The customer was treated with bolus for the treatment of high blood glucose level. Customer also stated that they was okay to troubleshoot. Customer also stated that they were using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that they was not calling back to perform an high pressure test. Based on customer report customer does not allege pump was under delivering. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer also stated that the drive support cap was appears to be normal. The insulin pump will not be returned for analysis.